Manufacturer narrative:
Device code #1059 relates to component code #515.device is combination product.(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping 3.50x24mm promus element plus stent delivery system, it was noticed that a stent strut was lifted. The device did not enter the patent and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a promus element plus mr stent delivery system. The stent was centered between the markerbands on the tightly folded balloon. The first two proximal rows of stent struts were stretched and flared confirming the reported stent damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While prepping 3.50x24mm promus element plus stent delivery system, it was noticed that a stent strut was lifted. The device did not enter the patent and the procedure was completed with a different device. No patient complications were reported and the patient's status is ok.